Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part #: 04.112.514s, lot #: 8l22209, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 29 may 2021, expiry date: 01 may 2031; part number: 04.112.514, lot number: 107p500, part manufacture date: 22-apr-2021, manufacturing location: (B)(4), part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm ti lcp low bend medial dstl tibia pl/6h/right/135mm was processed through the normal manufacturing and inspection operations in (B)(4) with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the primary surgery for medial distal tibia with the plate in question. After surgery, skin necrosis occurred. Therefore, the revision surgery to remove the plate was done on (B)(6) 2021. No further information is available. This report is for one (1) 3.5mm ti lcp low bend medial dstl tibia pl/6h/right/135mm. This is report 1 of 2 for complaint (B)(4).